Event description:
It was reported that despite the customer is following proper battery management, these 2 batteries were found to give low run times.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.